Manufacturer narrative:
(B)(4). Date sent: 11/25/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #c9dm84, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, that on the second and third firing the device would open but the tissue was stuck to it. A grasper was used to remove the tissue from the jaws of the stapler. Unknown as to how the procedure was completed. There were no adverse consequences reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2024 additional information: the device was not locked on tissue. The device never had a problem opening. The tissue was stuck on the reload and required quite a bit of manipulation with a grasper to get the tissue off the reload. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.